Event description:
The facility's biomedical engineer reports an infusion pump with failure code 715:00. It is not known if this failure code occurred during pt use, info was requested regarding the date the report occurred, the medication involved, pump programming and setup info, specific pt details, tubing product code and lot number being used, but no add'l details were available. Alternate contact info was requested but no alternate contact was identified. There was no report of pt injury or medical intervention caused by this pump per the biomed.